Event description:
Report was received from the USA stating that the device would not lock in the motor during a biomedical check. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not completely connect" could be confirmed. The csr60 has a damaged motor coupling bushing and a damaged mm / emax adapter. The motor coupling bushing and adapter were most likely damaged during previous repair (june 2011). The damaged bushing and adapter were most likely responsible for inability to completely connect the csr to a motor. If add'l info becomes available a supplemental report will be submitted.